Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product confirmed that the drill had fractured at the start of the fluted section. The drill's identity was confirmed to be item# 01-7146, vendor lot# 155565. Review of the device history records identified no deviations or anomalies during manufacturing. The raw material certificate showed material is conforming to specification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. D4 - the lot number (155565) etched on the drill is the vendor's lot number. Based on a review of inventory transactions and the customer's purchase history, there are two (2) possible zimmer biomet lots: 250370 (mfg date: sep 2012), 099510 (mfg date: aug 2012).

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the drill fractured during an open reduction and internal fixation procedure. The surgeon drilled a pilot hole while fixing a plate to the zygomatic frontal suture and found the drill was damaged after use. The procedure was completed using an alternate drill bit. No adverse events have been reported as a result of the malfunction.